Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that in the bd vacutainer® urine analysis preservative tube they detect a constant precipitate after spinning the tubes. The following information was provided by the initial reporter: "the techs are seeing a common precipitate in the ua marbled top conical tubes when they spin them down and read the urine microscopic. " customer reports they detect a constant precipitate after spinning the tubes.

Manufacturer narrative:
D10: device available for eval: yes d10: returned to manufacturer on: 11-july-2023 h.6 investigation summary: bd received 10 samples and 1 photo for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality with the incident lot was not observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that in the bd vacutainer® urine analysis preservative tube they detect a constant precipitate after spinning the tubes. The following information was provided by the initial reporter: "the techs are seeing a common precipitate in the ua marbled top conical tubes when they spin them down and read the urine microscopic. " customer reports they detect a constant precipitate after spinning the tubes.